Manufacturer narrative:
This is the second report of a cracked leg from this hospital (refer 9611451-2006-00011). The issue of cracking legs is related to accessory loading of the cosycot at or beyond its maximum recommended weight. We are intending to issue a product notification to all cosycot customers stating that we have revised the maximum weight down to 115kg (from 130kg and that customers should check the weight of accessories attached to their cosycot to ensure that it is within this limit. We will provide a followup report explaining the details of this intended corrective action.

Event description:
Cracking of rear log of cosycot infant radiant warmer. The cosycot infant warmer is mounted onto a wheeled base which incorporated 4 glass- fiber reinforced plastic legs. The left rear leg of the complaint device developed a visible crack during routine use in the nicu. No patient injury.